Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 around 02:00 am, the patient woke up not feeling fine. He was having blurry vision and feeling disoriented. His cgm was reading low with no value. He was concern that his cgm did not alert him that he was going low or below 80 mg/dl. He ate 3 to 4 candies trying to treat hypoglycemia, but he was still feeling disoriented and having blurry vision. He asked the hotel staff to call uber that would take him to the ER around 04:00 am. His manual bg was 275 mg/dl at the ER and cgm was accidentally turned off. He said that his sensor was removed at the ER and inserted a new sensor later that day. They administered saline IV and injected trazodone and cyclobenzaprine for the pain in his arm (relieve pain associated with muscle spasm, tension, or injury) that was also caused by hyperglycemia. The patient stayed at the hospital until (B)(6) 2026 around noon. His bg was around 115 mg/dl while his new cgm that was inserted on (B)(6) 2026 was above 150 mg/dl. He was feeling better after the event. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. A review of the data logs was performed for the date of event. The data logs indicated that the sensor session began on (B)(6) 2026 at 12:54 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to expiration on (B)(6) 2026. There was no bg calibrations attempted during the sensor session. On the evening before the reported event the estimated glucose values (egvs) were within target range until 11:46 pm (B)(6) 2026, when the egvs went below the low threshold and triggered a low glucose alert. This alert repeated every 5 minutes with the audio escalating to 50 percent then 100 percent. The egvs continued to fall and at 12:01 am an urgent low soon alert was triggered. This alert was acknowledged 5 minutes later. At 12:31 am (B)(6) 2026) the egvs began to rise and were within target range until 12:56 am when the session was stopped. Between 1:00 am and 2:10 am no sensor session was active. All alerts were found to have performed as intended. The allegation and probable cause was undetermined. No additional patient or event information is available.